Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented in clinic after reporting possibly pulling something while getting dressed. When the device was interrogated loss of right ventricular capture due to lead dislodgement was observed. The lead was explanted and replaced.